Manufacturer narrative:
This report is submitted on september 29, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced magnet dislodgement and developed abscess at implant site. Subsequently the patient was treated with oral antibiotics (date and duration not reported). Clinical management is ongoing.

Manufacturer narrative:
Per the clinic, the patient was hospitalized for a duration of 5 days (date not reported). During the hospital admission, the patient underwent revision surgery to explant the dislodged magnet and insert a new magnet. The implanted device remains and it was reported that the patient has resumed use of their device. (B)(4). Implanted device remains.